Event description:
Related manufacturer reference number: 3006705815-2022-00283. It was reported that the patient experienced ineffective therapy and that one lead migrated. Surgery occurred to explant and replace the lead to address the issue. It is unknown which lead migrated so both leads are being reported.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information and patient weight. Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.